Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged. As a result, the lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.